Event description:
It was reported that the front panel was broken prior to patient use.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The panel was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: hcs research park - (B)(4).